Event description:
It was reported that an increase in impedance and capture threshold occurred as a result of right ventricular (rv) lead fractures in the distal coil and the insulation. The rv lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, lead body damage, and insulation abrasion. This type of damage is consistent with repeated stress from lead-on-lead interaction within the heart. The reported progressive elevation of the threshold and the impedance was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that an increase in impedance and capture threshold occurred as a result of right ventricular (rv) lead fractures in the distal coil and the insulation. The rv lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.